Event description:
Country of complaint: (B)(6). Thread broken during second knot.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: 1 piece of thread without packaging. Reviewed the batch manufacturing record, this product had a normal process and results during the process. Manufactured and distributed (B)(4) units of this code-batch. There are no previous complaints of this code/batch. Received used thread of premilene, broken in three pieces. Complete analysis can not be carried out due to condition of sample received and having no retains of this lot number in stock. Also, no closed sample of the same lot number was received. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.